Manufacturer narrative:
The analyzer's serial number is (B)(6). The elecsys htlv-I/ii result for patient 1 was obtained on a cobas e 801 analytical unit with serial number (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys htlv-I/ii and elecsys syphilis results for 1 patient and questionable elecsys syphilis results for 1 patient on a cobas e 801 analytical unit. Patient 1: the elecsys syphilis result was reactive on (B)(6) 2026, the (captia-g method) confirmatory syphilis test result was "confirmed non-reactive". The elecsys htlv-I/ii result was reactive. On (B)(6) 2026, the (western blot method) confirmatory htlv test result was "confirmed indeterminate". Patient 2: on (B)(6) 2026, the elecsys syphilis result was reactive the (captia-g method) confirmatory syphilis test result was "confirmed non-reactive". The samples were repeated because of the initially reactive results. This medwatch will apply to the elecsys syphilis assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys htlv-I/ii assay results for patient 1.